Manufacturer narrative:
Investigation conclusion: manufacturer tested whole blood and plasma samples from unique donors on retains of triage d-dimer device lot w64241b; d-dimer results from both sample types provided the same clinical outcome. Manufacturing batch records for the lot were reviewed, lot met release specifications. The triage d-dimer test is to be used as an aid in the assessment and evaluation of patients suspected of having disseminated intravascular coagulation or thromboembolic events including pulmonary embolism. Each laboratory should establish a reference range that is representative of the patient population to be evaluated. Based on the information available, there is no corrective action required.

Manufacturer narrative:
Investigation pending.

Event description:
Customer reported a discordant d-dimer result with 1 patient sample while running a whole blood to plasma correlation study. Triage d-dimer: whole blood: 215ng/ml; plasma: 448ng/ml. Patient sample resulted on stago with a d-dimer of 0.62mg/ml feu. Customer stated stago results would have been what was used by the physician. Facility triage d-dimer cut-off = 400ng/ml, facility stago d-dimer cut-off = 0.50mg/ml feu. Customer could not provide diagnosis information for the patient but stated the patient "presented with dizziness, nausea and pleurisy, anxiety and depression".